Event description:
Consumer claims to have been pierced with theinverness ear piercing system on 06/24/1998 at a retail vendor. She sought medical attention on 07/01/1998 and was prescribed anibiotics.